Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that the unexpected restart error alarm occurred during normal usage. The alarm could not be cleared due to unresponsive buttons. Troubleshooting then occurred for the keypad anomaly but the issue could not be resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.